Event description:
Resident was showering, leaned too far forward causing shower chair too move backward. Residentslipped to floor fracturing his hip. He initially refused to go to the hospital. Several days later he did go for x-rays and admission. He is now returned to nursing home. The shower chair is the property of the resident although the maintenance supervisor did install 4" casters in may. He also would not allow nursing personnel in the shower with himdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.